Manufacturer narrative:
(B) (4).

Event description:
It was reported that the pt initiated intrathecal prialt therapy in (B) (6) 2009. The pt was taking oral percocet and oxycontin concomitantly. The pt did not have a history of psychological issues. No problems were noted while the dose was being titrated to 8.991 mcg/day. On (B) (6) 2010, the pt presented to the office with "behavior changes" and was "acting out of character". The pt was noted to be "animated, almost manic". No hallucinations were reported at that time. The dose was decreased to 4.99 mcg/day. The following weekend, he encountered "confounding issues" with work related stress and the unexpected death of his mother. He was noted that weekend to be "acting strange" and was "picking fights with his family members". At an office visit on (B) (6) 2010, prialt was removed from the pump and was replaced with "low doses" of dilaudid (22 mcg/day) and marcaine (6 mg/day) on (B) (6) 2010, he felt dehydrated and needed fluids and presented to primary care. On (B) (6) 2010, he was hospitalized for auditory and visual hallucinations. He underwent detoxification and was hospitalized for a week and a half. The pt was discharged but had not returned to work as of (B) (6) 2010. He was seeing a counselor. The pt did not want to return to that same clinic due to the experiences he had with prialt. The hcp had lowered the pump settings to the lowest possible flow rate. The pt was "fine" at the time of this report, but was experiencing pain again.